Manufacturer narrative:
The sl-10 microcatheter was not returned. Since both coils are from the same lot, this coil will be identified as coil "a". Located 3.0 cm proximal to the clear/green junction of the introducer sheath, the dpu protrudes outside the sheath. Located off the proximal end of the sheath at 17.0cm, 18.0cm, 26.8cm, and 41.0cm is mechanical sheath damage. This damage pattern has been associated with the resheathing tool. The double connected kinked green introducer aligns with the adjustable gasket inside the rhv. Located adjacent, but proximal to the resheathing tool, the dpu has been kinked. Bent dpu aligns with the start of a blockage. Encasing the coil is a mixture of blood, contrast, and a protein mixture. This prevented the coil from advancing or retraction until it was cleaned. The coil has been severely compressed and stretched. Using a 0.014" guide wire, the blockage could not be moved after cleaning. The green introducer had to be dissected to remove the blockage. Note the dried blood pattern shows extreme compression or snaking as it encounters a distal blockage inside the green introducer. The coil's socket ring has been bent distally approximately 90 degrees from its correct position. The coil was stretched from being anchored inside the blockage. The distorted ball tip's radius was due to exposure to the atmosphere and from the pressure generated between the ball tip and the introducer sheath's sidewall. The coil was returned severely damaged. There are multiple contributing factors to the root cause. The evidence suggests that the primary contributing factor may have been due to a blockage from the blood; contrast; and protein mixture found encasing the coil. This caused severe compression to the proximal end of the coil due to interference and stretching to the distal section due to having been anchored by a blockage during retraction. The received evidence points toward detached debris as the most likely root cause of the coils inability to be advanced. Addition; without the return of the sl-10 microcatheter and the rotating hemostatic valve (rhv) used in the procedure; it cannot be determined if these components had an additional contribution such as a fixed interference to the complaint event. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿to achieve optimal performance of the micrus microcoil system; it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the micrus microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems¿¿ caution: if unusual friction is still noticed during advancement or retraction of the microcoil system; verify flush lines are open and properly pressurized. Then slowly withdraw the entire micrus microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists; withdraw and examine the delivery catheter system.¿a secondary contributing factor may have been due to mechanical sheath damage resulting in an opened skive. Multiple locations of this damage were found on the sheath. Distal to the resheathing tool; the device positioning unit (dpu) was found protruding outside the sheath. In this condition; significant resistance will occur preventing the coil from being advanced. This may also have produced a binding action between the resheathing tool; the sheath; and the dpu/coil. This may have caused the dpu to protrude outside the sheath and cause coil damage. The exact circumstances of how these sections of the sheath were damaged cannot be determined. A third contributing factor was the kinked green introducer which aligned with the rotating hemostatic valve¿s (rhv) adjustable rubber gasket. If the gasket was over tightened; the coil will encounter severe resistance which will impede the coils advancement. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; caution: do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally; if the introducer tip and microcatheter hub are misaligned; damage may occur to the microcoil as it passes through this transition.¿ although a definitive conclusion cannot be made, based on the analysis, it appears that interference in the microcatheter was the primary cause of the event. Other contributing factors appear to be procedural in nature. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is report 1 of 2 related to (B)(4). This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
During the coil embolization procedure; the coil wouldn't go forward any further inside the microcatheter. So the surgeon exchange the coil with the same size still and it still could not move forward. Excelsior sl-10 was the microcatheter used. Both coils from the procedure were returned. Since they were from the same lot number they were labeled coil "a" and coil "b" for identification purposes during investigation. Coil a exhibited stretching damage and coil b exhibited kinking damage in addition to stretching damage.